Event description:
Patient had lead and generator replacement due to high impedance. The explanted suspect device has not been received to date. No further relevant information has been received to date.